Event description:
Distal periprosthetic fracture of the femur. Pt fell down stairs, left lower leg caught between stairs and body. Pt treated on (B)(6) 2012 with a liss plate applied to distal lateral femur.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.